Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, possible complications associated with endovascular procedures include, but are not limited to intracranial hemorrhage, ischemia, stroke, and patient outcome of death and are listed as such in the directions for use (dfu). Therefore, an assignable cause of anticipated patient complications has been assigned to this event.

Event description:
It was reported that in (B)(6) 9 out of 36 patients which had undergone endovascular treatment with retrieval devices experienced symptomatic intracranial hemorrhage, ischemic stroke, and progression of stroke with an outcome of death. It was not possible to ascertain specific device with patient information. No additional information is available.

Manufacturer narrative:
The exact date of the adverse events are unknown. All patients were treated between (B)(6) 2011 and (B)(6) 2014. This report is 2 out of 2 reports from the (B)(4) study. The subject device is not available.

Event description:
It was reported that in the (B)(4) study 9 out of 36 patients which had undergone endovascular treatment with retrieval devices experienced symptomatic intracranial hemorrhage, ischemic stroke, and progression of stroke with an outcome of death. It was not possible to ascertain specific device with patient information. No additional information is available.